Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
The o2 hose was replaced by our field service engineer but was not returned for investigation. If this condition occurs during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected and alarms will be activated to the condition. No ventilator logs were received. The conclusion is that the leak was due to damaged o2 hose. The damaged hose was our product. Since the hose was returned for investigation, the root cause for the damaged hose could not be determined.

Event description:
It was reported that the ventilator's o2 connector was leaking. There was no patient involvement. Manufacturer's ref #: (B)(4).